Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor smooth saline breast implant and experienced postoperative right-sided deflation. Mammogram performed on unknown date indicated the rupture, and the diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from (B)(6) 2020 to (B)(6) 2021. Section d 6b. Date of explantation: (B)(6) 2021 manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 11-feb-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 22-feb-2021, mentor received additional information regarding the suspected medical device. Initially, the suspected medical device was reported as an unspecified mentor saline smooth breast implant. However, additional information revealed that the actual suspected medical device is an unspecified mentor saline textured breast implant. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed no damage or anomalies. Leak testing was performed in accordance with the mentor procedures, and a tear was noted in the union between shell and patch. A microscopic examination was performed and the cause of the deflation could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).